Event description:
It was reported that during the initial implant of this pacemaker system, the physician suspected loss of capture on the right atrial (ra) lead channel. The lead was repositioned and the measurements improved, however it was noted that there was far field oversensing from the ventricular pacing. The physician opted to complete the procedure with another pacemaker and right atrial (ra) lead. No adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant of this pacemaker system, the physician suspected loss of capture on the right atrial (ra) lead channel. The lead was repositioned and the measurements improved, however it was noted that there was far field oversensing from the ventricular pacing. The physician opted to complete the procedure with another pacemaker and right atrial (ra) lead. No adverse patient effects were reported. This lead has been returned.